Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 failed to pair with the ilet due to entry of an incorrect four-digit transmitter code; after the correct code was entered, the ilet connected, though elevated glucose persisted and the user also reported a separate low glucose episode. Symptoms included hyperglycemia up to 421 mg/dl lasting approximately two hours and a brief hypoglycemia episode, without loss of consciousness or other acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance sought. Investigation included technical troubleshooting with verification and correction of the transmitter pairing code. Investigation of this case revealed user input error for the sensor code that prevented initial pairing, with successful reconnection after correction. It was concluded that the issue was attributable to user error during device pairing, and the glycemic excursions resolved without medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.